Event description:
The recipient reported experienced pain around the implant site and was a non-user of the device. The recipient's device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode array was severed, as well as tool damage to the top cover, and a missing electrode ground ring. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is doing well after surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced pain around the implant site. The treating physician believes this could be due to nylon mesh used to secure the implant. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.